Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that the malfunction occurred when a user tried to issue medication, resulting in a delay in dispensing medications to the patient. Despite the delay, the user was able to obtain the required medication from alternative sources such as the main pharmacy or another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) confirmed that the customer had resolved the issue by performing a total station shutdown. The system functioned as intended after the customer resolved the issue.